Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be torn. Fluid was found to leak from the tear in the exposed portion of the soft cannula during fluid path testing. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 364 mg/dl while wearing the pod for less than 1 hour. The patient reported experiencing high blood glucose levels since 7:30 pm last night. Despite activating a new pod in the morning, delivering multiple correction boluses, and walking extensively to lower their blood glucose level, their levels remained elevated. The patient was unable to confirm receipt of any alarms or alerts and whether the pink slide moved forward. However, they did state that the cannula inserted properly during wear, there was no redness/swelling at the insertion site, and no insulin leakage. Upon removal of the pod, the cannula appeared normal. During the call with product support, the patient¿s blood glucose level decreased to 329 mg/dl and 312 mg/dl. By the end of the call, blood glucose had went down to 296 mg/dl and was trending downward. Product supported noted that the insulin on board was 5 u and the patient had bolused 2 u at 11:06 am with the new pod. No treatment was reported.